Event description:
It was reported the leads were attempted but not used as the physician was unable to extend the helixes. A new lead was successfully implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) no anomalies found; full lead returned and analyzed. (B)(4) no anomalies found; the analyst noted that the helix extends and retracts within product specification; full lead returned and analyzed. (B)(4) no anomalies found; full lead returned and analyzed.